Manufacturer narrative:
The reported events of oversensing and noise were not confirmed. The damage found was consistent with procedural damage. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pulse generator implant procedure. During the procedure, the physician attempted to implant the passive fixation right ventricular lead. The lead exhibited random oversensing once the lead was connected to the pulse generator. The oversensing appeared to intermittently sensed signals from the atrial channel and had baseline noise oversensing. The lead was re-attached to the pulse generator but the oversensing persisted. The physician re-positioned the lead but was unable to achieve satisfactory results. The lead was then replaced with an active fixation lead which eventually resolved the noise issue. The implant was completed without further incident. The patient was in stable condition.